Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had intravenous immunoglobulin (ivig) infusion delivered inaccurately. First 300 ml bottles has at least 4 upstream occlusion alarms at different times throughout the infusion and that bottle ended up with a delivered volume of 370 ml. Then the second 300 ml bottle had no upstream alarms but delivered a total volume of 383 ml. The event happened during medication treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.